Manufacturer narrative:
(B)(4).

Event description:
It was reported "clotted iab". Additional informaiton states "an iab became clotted during use in the cvor.there was a crack in the transducer tubing that could not be seen due to draping incvor. The crack was discovered when drape was removed post-operatively. The iab was found to be clottedat that time.the iab was removed without complication after it was found to be clotted. The patient no longerneeded therapy, and plan was to remove anyways so the iab was not replaced".

Event description:
It was reported "clotted iab". Additional informaiton states "an iab became clotted during use in the cvor.there was a crack in the transducer tubing that could not be seen due to draping incvor. The crack was discovered when drape was removed post-operatively. The iab was found to be clottedat that time.the iab was removed without complication after it was found to be clotted. The patient no longerneeded therapy, and plan was to remove anyways so the iab was not replaced".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.